Manufacturer narrative:
On (B)(6) 2022 - the consumer accepted a replacement device and will not return the device for an investigation.

Event description:
On (B)(6) 2022 - the consumer claims the device had a burning smell. The consumer accepted a replacement device and will not be returning the device for an inspection.